Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during removal from the packaging/dispenser coil resulted in the reported tip material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 4.5x60mm supera self-expanding stent system (sess) was noted to have the white tip spontaneously detached from the system upon removal from the packaging. Another supera stent was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling during removal from the packaging/dispenser coil resulted in the reported tip material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated - "no" removed. Correction: h6 - adverse event problem-component code-4755 removed. Correction: h6 - adverse event problem-type of investigation 4114 removed. Correction: h6 - adverse event problem- investigation conclusions 4311 removed.